Event description:
It was reported that during an unknown procedure, the switch buttons on the pistol grip device did not work. The foot switch did not work with the device, but the surgeon did not want to use the footswitch, so they pulled another device and the switch buttons worked and the case was completed with no patient consequence.